Manufacturer narrative:
This report is submitted on 10 janurary 2020.

Event description:
Per the patient's surgeon, the device was explanted on (B)(6) 2019 due to infection, electrode migration and poor performance with device use. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
It was reported that the patient experienced extrusion of the device prior to explantation, the infection was treated with oral and topical antibiotics. This report is submitted on 24 march 2020.

Event description:
The device was explanted due to infection, electrode migration and poor device performance since activation. The device passed all electrical tests confirming correct device function.

Manufacturer narrative:
This report is filed on february 20, 2020.